Manufacturer narrative:
Information not available, device not returned for analysis.

Event description:
It was reported that during a lung resection procedure, after firing the instrument, the doctor found all staples were malformed. Then changed another one to complete the or. No patient consequences were reported.